Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The patient reported a lack of adhesion of the cannula. No further information is available.